Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using two proglide devices via an 8f sheath using the pre-close technique prior to an interventional impella assisted procedure. Reportedly, both proglide devices had no suture present when the plunger was removed. The sutures of three additional proglide devices were preplaced prior to the impella procedure, before the sheath was upsized to 14f. The successfully preplaced sutures of the three proglide devices were used after the impella procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.